Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion. In (B)(6) 2019, the remaining battery longevity was six years. In (B)(6) 2019, the remaining battery longevity was four years. The device remains implanted at this time. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.